Event description:
It was reported that, during a procedure, the internal locking needle of two (2) footprint ultra anchors was broken inside the patient. The procedure was resumed, using an equivalent s+n back-up, yet it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 b5 and b7: event description and patient information updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device with a broken off tip and the device outer box information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force or torsion during use, use of sharp instruments near the device tip, or twisting of the tip that could lead to the needle cutting across the suture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a rotator cuff repair after the insertion site was prepared with a 3.8 mm awl and cleared of all debris, the internal locking needle of a footprint ultra anchor was broken. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in an additionally drilled bone hole. No additional anesthesia was required. No further complications were reported. The patient's status is normal.